Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had two instances of inappropriate shocks delivered due to double and triple counting of very small complexes. Technical services (ts) was contacted, and ts noted that the qrs complexes had changed from having good morphologies and amplitudes to now being small and biphasic. The s-ICD system remains in service. No additional adverse patient effects were reported.